Manufacturer narrative:
(B)(4). Evaluation results: evaluation of the returned product found that the alarm powers on. The green led "on" indicator shuts off whenever pressure is released from the pad, tone selector is pressed or when the sensor is disconnected but begins blinking again when the sensor is connected and pressure is applied. (B)(4).

Event description:
The customer claims that the alarm has no power when tested with new batteries. This was discovered while in use with the patient. There was no patient injury reported. Inspection of the product shows that the green led "on" indicator shuts off whenever pressure is released from the pad, tone selector is pressed or when the sensor in disconnected but begins blinking again when the sensor is connected and pressure is applied.